Event description:
Pt was in operating room and surgeon had just finished coronary artery bypass graft (CABG) times three vessels. Pt was coming off cpb pump. Heart rate increased, blood pressure decreased. Pt was given pressor drugs in an effort to achieve hemostasis, without success. Zero urine output, inability to obtain femoral access and dampened arterial waveform. Pt was going back on emergency cpb. It was noted that aorta was flattened. Questionable if blood was perfusing heart. Another perfusionist entered room and noted large amount of blood volume in the cell saver (approx 2000cc). Blood from cell saver was transfused back into the pt. The pt was taken off and on cpb a total of three times. Finally, the pt could not be appropriately weaned off cpb, heart failed and the pt expired.